Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon pulled the device through a trocar, and then the white part fell from the tip of the device into the abdominal cavity. The fallen part was immediately retrieved.